Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue and the alleged data error alert was verified. The alleged touchscreen issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction occurred and the pump touchscreen was unresponsive. In addition, it was reported that the pump indicated a data log corruption. The customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 130 mg/dl.